Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues") and infection ("infections"). The patient was treated with surgery (she underwent laparoscopic bilateral salpingectomies). Essure was removed. At the time of the report, the pelvic pain, menstrual disorder and infection outcome was unknown. The reporter considered infection, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirmed essure device was successfully occluded. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pelvic pain/chronic'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 35-year-old female patient who had essure (batch no. A20060) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cystectomy in 2010, ovarian cyst in april 2010, endocrine disorder, premenstrual dysphoric disorder and hypothyroidism. Previously administered products included for prevent pregnancy: mirena from 2007 to 2009; for an unreported indication: depo provera and iud. Concurrent conditions included hyperthyroidism since (B)(6) 2016, spinal cord herniation since (B)(6) 2014, overweight, back injury, night sweats, hot flush, numbness in leg, unilateral leg pain, lack of libido, tired all the time, bad mood, sensitive skin and genital disorder female. Concomitant products included adapalene since (B)(6) 2017, benzoyl peroxide;clindamycin phosphate (onexton) since (B)(6) 2017, celecoxib from (B)(6) 2017 to (B)(6) 2018, celecoxib since (B)(6) 2017, iodine, nsaids since 2014, paracetamol (acetaminophen) since 2014, paracetamol (tylenol), phentermine (adipex), progesterone, spironolactone since (B)(6) 2017, testosterone since (B)(6) 2017, thyroid (nature throid) since (B)(6) 2017 and topiramate (topamax). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("infection: vaginal"), acne ("rashes or skin conditions: acne"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: mental anguish"). On (B)(6) 2018, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and pelvic adhesions ("surgery: lysis of adhesions"), 5 years 6 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("bleeding"), menstrual disorder ("menstrual issues"), back pain ("lower back pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), bladder disorder ("bladder/urinary") and urinary tract disorder ("bladder/urinary"). The patient was treated with surgery (on (B)(6) 2018 underwent ablation and underwent laparoscopic bilat. Salpingectomies/ hyst. (Full), salping.(unilateral),oophorecto(unil.)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, genital haemorrhage, vaginal infection, vaginal discharge, weight increased, back pain, abdominal pain, dysmenorrhoea, bladder disorder and urinary tract disorder had resolved and the menstrual disorder, depression, anxiety, acne, pelvic adhesions and dyspareunia outcome was unknown. The reporter considered abdominal pain, acne, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, pelvic adhesions, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 152 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: confirmed essure device was successfully occluded. Smear cervix - on (B)(6) 2016: dysplasia. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- low back pain, weight gain, back pain, acne, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received : previously reported events "vaginal discharge, weight gain" outcome updated to " recovered / resolved. " we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 35-year-old female patient who had essure (batch no. A20060) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cystectomy in 2010, ovarian cyst nos in (B)(6) 2010, endocrine disorder, premenstrual dysphoric disorder and hypothyroidism. Previously administered products included for prevent pregnancy: mirena from 2007 to 2009; for an unreported indication: depo provera and iud. Concurrent conditions included hyperthyroidism since (B)(6) 2016, spinal cord herniation since (B)(6) 2014, overweight, back injury, night sweats, hot flush, numbness in leg, unilateral leg pain, lack of libido, tired all the time, bad mood, sensitive skin and genital disorder female nos. Concomitant products included adapalene since (B)(6) 2017, benzoyl peroxide;clindamycin phosphate (onexton) since (B)(6) 2017, celecoxib from (B)(6) 2017 to (B)(6) 2018, dimeticone;glycerol;paraffin, liquid;theobroma grandiflorum (hprplus cream) since(B)(6) 2017, iodine, nsaids since 2014, paracetamol (acetaminophen) since 2014, paracetamol (tylenol), phentermine (adipex), progesterone, spironolactone since (B)(6) 2017, testosterone since (B)(6) 2017, thyroid (nature throid) since (B)(6) 2017 and topiramate (topamax). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("infection: vaginal"), acne ("rashes or skin conditions: acne"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: mental anguish"). On (B)(6) 2018, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and pelvic adhesions ("surgery: lysis of adhesions"), 5 years 6 months after insertion of essure. On an unknown date, the patient experienced menstrual disorder ("menstrual issues") and back pain ("lower back pain"). The patient was treated with surgery (on (B)(6) 2018 underwent ablation and she underwent laparoscopic bilateral salpingectomies). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and back pain was resolving, the vaginal haemorrhage, menorrhagia, menstrual disorder, depression, anxiety, acne, pelvic adhesions, dyspareunia, vaginal discharge and weight increased outcome was unknown and the vaginal infection had resolved. The reporter considered acne, anxiety, back pain, depression, dyspareunia, menorrhagia, menstrual disorder, pelvic adhesions, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 152 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: confirmed essure device was successfully occluded. Smear cervix - on (B)(6) 2016: dysplasia. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- low back pain, weight gain, back pain, acne, depression. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr was received- new events: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), infection: vaginal, psychological or psychiatric problems: depression, psychological or psychiatric problems: mental anguish, rashes or skin conditions: acne, surgery: lysis of adhesions, dyspareunia (painful sexual intercourse), vaginal discharge, weight gain, lower back pain,¿ concomitant drugs, historical drugs, medical history and lab data, lot number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 35-year-old female patient who had essure (batch no. A20060) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cystectomy in 2010, ovarian cyst in april 2010, endocrine disorder, premenstrual dysphoric disorder and hypothyroidism. Previously administered products included for prevent pregnancy: mirena from 2007 to 2009; for an unreported indication: depo provera and iud. Concurrent conditions included hyperthyroidism since january 2016, spinal cord herniation since june 2014, overweight, back injury, night sweats, hot flush, numbness in leg, unilateral leg pain, lack of libido, tired all the time, bad mood, sensitive skin and genital disorder female. Concomitant products included adapalene since (B)(6) 2017, benzoyl peroxide;clindamycin phosphate (onexton) since (B)(6) 2017, celecoxib from (B)(6) 2017 to (B)(6) 2018, celecoxib since (B)(6) 2017, iodine, nsaids since 2014, paracetamol (acetaminophen) since 2014, paracetamol (tylenol), phentermine (adipex), progesterone, spironolactone since (B)(6) 2017, testosterone since (B)(6) 2017, thyroid (nature throid) since (B)(6) 2017 and topiramate (topamax). On (B)(6) 2012, the patient had essure inserted. In october 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("infection: vaginal"), acne ("rashes or skin conditions: acne"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In november 2012, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: mental anguish"). On (B)(6) 2018, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and pelvic adhesions ("surgery: lysis of adhesions"), 5 years 6 months after insertion of essure. On an unknown date, the patient experienced menstrual disorder ("menstrual issues") and back pain ("lower back pain"). The patient was treated with surgery (on (B)(6) 2018 underwent ablation and she underwent laparoscopic bilateral salpingectomies). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and back pain was resolving, the vaginal haemorrhage, menorrhagia, menstrual disorder, depression, anxiety, acne, pelvic adhesions, dyspareunia, vaginal discharge and weight increased outcome was unknown and the vaginal infection had resolved. The reporter considered acne, anxiety, back pain, depression, dyspareunia, menorrhagia, menstrual disorder, pelvic adhesions, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 152 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: confirmed essure device was successfully occluded. Smear cervix - on (B)(6) 2016: dysplasia. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- low back pain, weight gain, back pain, acne, depression. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pelvic pain/chronic'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('bleeding') in a 35-year-old female patient who had essure (batch no. A20060) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cystectomy in 2010, ovarian cyst in (B)(6) 2010, endocrine disorder, premenstrual dysphoric disorder and hypothyroidism. Previously administered products included for prevent pregnancy: mirena from 2007 to 2009; for an unreported indication: depo provera and iud. Concurrent conditions included hyperthyroidism since (B)(6) 2016, spinal cord herniation since (B)(6) 2014, overweight, back injury, night sweats, hot flush, numbness in leg, unilateral leg pain, lack of libido, tired all the time, bad mood, sensitive skin and genital disorder female. Concomitant products included adapalene since (B)(6)2017, benzoyl peroxide;clindamycin phosphate (onexton) since (B)(6)2017, celecoxib from (B)(6)2017 to (B)(6) 2018, celecoxib since (B)(6)2017, iodine, nsaids since 2014, paracetamol (acetaminophen) since 2014, paracetamol (tylenol), phentermine (adipex), progesterone, spironolactone since (B)(6)2017, testosterone since (B)(6)2017, thyroid (nature throid) since (B)(6)2017 and topiramate (topamax). On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("infection: vaginal"), acne ("rashes or skin conditions: acne"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In (B)(6)2012, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: mental anguish"). On (B)(6)2018, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and pelvic adhesions ("surgery: lysis of adhesions"), 5 years 6 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstrual issues"), back pain ("lower back pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), bladder disorder ("bladder/urinary") and urinary tract disorder ("bladder/urinary"). The patient was treated with surgery (on (B)(6)2018 underwent ablation and underwent laparoscopic bilat. Salpingectomies/ hyst. (Full), salping.(unilateral),oophorecto(unil.)). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, genital haemorrhage, vaginal infection, back pain, abdominal pain, dysmenorrhoea, bladder disorder and urinary tract disorder had resolved and the menstrual disorder, depression, anxiety, acne, pelvic adhesions, dyspareunia, vaginal discharge and weight increased outcome was unknown. The reporter considered abdominal pain, acne, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, pelvic adhesions, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 152 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Hysterosalpingogram - on (B)(6)2013: confirmed essure device was successfully occluded. Smear cervix - on(B)(6)2016: dysplasia. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- low back pain, weight gain, back pain, acne, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: event was added- bleeding, bladder/urinary, abdominal pain, dysmenorrhea (cramping).event outcome was added- pain, bleeding, bladder/urinary was resolved. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.